Event description:
Procedure type : neurosurgery. According to the reporter: surgeon was suturing with a covidien surgilon 4-0 cv-22 needle when the sharp tip of the needle broke off. Tip was unable to be found. Fluoroscopy was being used during case and the needle tip was never found or seen on ground or in sheets. There was no tissue damage or patient injury or unanticipated blood loss. Another suture was applied to correct the condition. Addition information has been requested of the customer however no additional information was available or provided.

Manufacturer narrative:
(B)(4)